Manufacturer narrative:
(B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable.  Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply generator would not work . A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). This is a reusable OEM device. Based on the serial number provided, the device was sold to the account on 19-oct-2012 which places the approximate usage life at approximately 4 years. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply generator would not work. A replacement device was used to complete the procedure. The hospital did not report any patient effects.